Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a of a 26 mm sapien 3 ultra valve in the aortic position, the case went as planned with a successful deployment of a 26mm sapien 3 ultra valve in a native aortic annulus. However, the patient had a perforation in the left ventricle apex from either a wire or catheter that had to be treated. The team had to open the chest and surgically repair the hole. The patient is in stable condition and was removed from the procedure room. Per follow up there was no indication or allegation of an edwards device malfunction that contributed to this adverse event. As reported by patient registry a phone call was received by the patient's spouse reporting the death of the patient. It was stated that the patient expired on the "operating table". Per review of medical records, the perforation was repaired and hemodynamics initially improved, but then deteriorated while transferring to the cvicu with a cardiac arrest due to postop hypovolemic/cardiogenic shock with ongoing mediastinal bleeding. The patient remained on mechanical ventilation for acute hypoxic respiratory failure. Upon discussion with the family, it was decided not to pursue re-exploration, as the patient condition was terminal. The patient's directive was changed to do not resuscitate and the patient subsequently passed away.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a transcatheter heart valve (thv) procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event.. The cause of the left ventricular perforation cannot be confirmed, however, per report the perforation was due to either a wire or catheter during the procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.